Event description:
Customer reported his glucose test did not start after blood sample was applied. Customer also reported experiencing symptoms of shakiness, disorientation and "couldn't talk or walk". Paramedics were called and treated customer with "glucose shots" and food. Customer was then transported to a health care facility where he was treated with glucose shots and food. Customer did not know if he was diagnosed with hyper/ hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the date of manufacture is unknown.